Event description:
The manufacturer received information alleging not blowing any air. During the evaluation of the device at the third-party service center, the device was visually inspected and found screen does not turn on and pca burnt. The device's event log was reviewed by the service center and error code found. Additionally, failures observed were ui bezel plus with scratches, reusable pollen filter by service, modem burned, blower with saline solution, blower box kit presents foreign substance, warning label-blurred silkscreen. The customer complaint was reproduced, and the device was repaired. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.